Manufacturer narrative:
No information is provided to date. No product was returned. We are unable to confirm the reported complaint. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was found to be moldy. No patient injury was reported.